Event description:
It was reported that the patient was experiencing headache following an epidural steroid injection procedure. The patient was administered with a blood patch and the patient was doing well. It was noted that the patients symptoms were not device related. Additional information was received that the patients implantable pulse generator (ipg) was replaced and that the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient was experiencing headache following an epidural steroid injection procedure. The patient was administered with a blood patch and the patient was doing well. Additional information was received that the physician believed that the patients symptoms were not device related.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing headache following an epidural steroid injection procedure. The patient was administered with a blood patch and the patient was doing well.